Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following their treatment. The pd patient stated when they removed the cassette at the end of the treatment they found fluid on the cassette and on the cycler¿s cassette compartment. Additionally the pd patient reported having shoulder pain. During follow up the patient¿s pd nurse reported that the patient did not have any signs of infection, their effluent remained clear and they were not prescribed any antibiotics. The pd nurse stated the patient¿s shoulder pain recovered without medical intervention. No adverse event reported at this time. The cycler was replaced.